Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable neurostimulator (ins) was draining fast and not performing to lifetime expectations due to electrode configuration and/or high stimulator settings. The ins unexpectedly turned off prior to the replacement.